Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that their implant started to become very uncomfortable and wanted to know how to go about having it removed. The patient stated that it was uncomfortable at the implant site and in their lower back. This had started about a year after implant (2017). The patient was redirected to their healthcare professional (hcp). There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. It was clarified that the event date of "ins not working" indicated that "wires aren't working" and therefore the ins system hasn't worked "a whole lot" since the patient was implanted with the device. The cause was not determined. The patient switched the program on (B)(6) 2017 but the issues had not yet been resolved. No further information reported.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot#: va1atk3, implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient's ins and wires were not working and they were told to call patient services to change programs or increase stimulation. Patient said that the ins worked a little at first but not a whole lot and it slowly gotten worse, and slowly became ineffective. Patient mentioned ins was giving them pain and they had not been able to work out because it hurts. Patient said it hurts when doing activities, like when they go on a hike and up/down the stairs, further stating it did not hurt when they are sitting and did not really recall any falls or trauma. It was noted that patient had access to a programmer and was recommended to consider changing programs and increasing amplitude if medically appropriate. Patient said they started at 1.3 and now was on program 4 at 1.8. Patient inquired if they should increase or change programs and it was reviewed to consider increasing before changing programs. Patient said they would increase but did not increase at the time of the report. It was reviewed how to change programs in case patient wished to do so at a later time. It was recommended for patient to discuss activity level with the health care provider (hcp). No further patient complications were reported/ anticipated as a result of this event.